Manufacturer narrative:
The complaint that the safety features could not be activated was confirmed and the cause appeared to be manufacturing related. Two photographs and one needle from an insyte autoguard device were provided for investigation. A functional test revealed that the safety mechanism could not be activated. A microscopic examination revealed adhesive between the needle hub and the grip, which prevented activation of the safety mechanism and retraction of the needle. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that safety features are not activated.